Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate, non-sustained episodes and short ventricular intervals. The lead remains in use. About three years later, the implantable cardioverter defibrillator (ICD) had another lia trigger for high-rate, non-sustained episodes and short ventricular intervals; however, all the episodes from this day were recorded in a short period of time on the same day. Any noise was unable to be reproduced with in-clinic testing. Recorded episodes show simultaneous coherent nearly identical morphology noise on both channels, reasonably explaining some type of electromagnetic interference, likely cautery. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.